Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device locked up and could not be re-opened during a laparoscopic hysterectomy. The device was on tissue when this occurred. It is unk how the surgeon removed the device from tissue. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.